Event description:
A healthcare facility in florida reported that the audible alarm of a mr850 respiratory humidifier was not functioning. There was no reported patient involvement.

Manufacturer narrative:
(B)(4). The subject mr850 respiratory humidifier has been requested to be returned to fisher & paykel healthcare new zealand for evaluation. We will provide a follow up report upon completion of our investigation.

Event description:
A healthcare facility in florida reported that the audible alarm of a mr850 respiratory humidifier was not functioning. There was no reported patient involvement.

Manufacturer narrative:
(B)(4). Corrections: section d1: brand name updated to fisher & paykel healthcare; section d4: model and catalog # updated to mr850jhu; section g1: contact person updated to mr. (B)(6). H11: method: the subject mr850 respiratory humidifier was returned to the fisher & paykel (f&p) healthcare service centre in the USA where it was inspected by a trained f&p healthcare service technician. Results: performance testing of the subject mr850 respiratory humidifier confirmed that the audible alarm was not functioning. Conclusion: the cause of the faulty speaker was not confirmed. During production the electrical connections of the earth wires on all mr850 units are 100% tested for electrical continuity. Any product that fails is rejected. The mr850 product technical manual contains a maintenance schedule which instructs the user to conduct annual visual checking and performance testing of the mr850 heater base. In addition, the product technical manual also states that "all servicing procedures should be followed by a humidifier test, and an electrical safety test to ensure proper operation". The mr850 is equipped with visual alarm indicators in addition to the audible alarm. The mr850 respiratory humidifier complies with the following electrical standards: as/nzs 3200.1.0, can/csa 22.2 no.601.01, ul 60601-1, iec 60601-1.